Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Event description:
The customer reported to olympus, at the end of the therapeutic ercp procedure, the endoscope was checked and the distal cover was not attached. The distal cover fell off the endoscope and into the patient's mouth. The distal cover had mucosal tissue present. No surgical delay reported. No patient harm or injury. The endoscope and distal cover were inspected prior to use and no issues were identified. Anti-fog agents and any chemicals were not used on the endoscope lens, tip of the endoscope, or distal cover. After attaching the distal cover to the endoscope, the distal cover was inspected and no damage was observed. The distal cover was visually and manually inspected to confirm it was attached to the endoscope per olympus training. This event includes two reports: (B)(6): maj-2315, lot h2112. (B)(6): tjf-q190v, serial (B)(4). This report is 1 of 2 for (B)(6): maj-2315, lot h2112.

Manufacturer narrative:
A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes for the drop off of maj-2315 are likely to be the following: the distal cover might have been slightly crushed before attaching to the scope. The crushed distal cover is unable to withstand friction during attachment as well as physical contact with tissue during use. Twisting and pushing the scope in the body cavity may increase friction, which could result in damage to the proximal end. As a result, the distal cover has broken and fell off the scope. -the cover cannot be removed by just touching it lightly after mounting it on the scope, but it is possible that the cover was not pushed in firmly and the mounting was insufficient. Therefore, it is possible that the cover gradually came off due to friction with the inside of the body cavity. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: h4, h6, h10. The olympus service center evaluated the returned device and identified the following: it was not returned in the original package and a thorough evaluation can not be performed as the physical device was heavily contaminated. However, the top center was cracked, and separated. The complaint device cannot be tested and attached to a scope due to the separation and crack. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to ???? It was confirmed that the rear end of the actual cover is damaged. In addition, olympus tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. The crushed distal cover is unable to withstand friction during attachment as well as physical contact with tissue during use. Twisting and pushing the scope in the body cavity may increase friction, which could result in damage to the proximal end. As a result, the distal cover has broken and fell off the scope. -the cover cannot be removed by just touching it lightly after mounting it on the scope, but it is possible that the cover was not pushed in firmly and the mounting was insufficient. Therefore, it is possible that the cover gradually came off due to friction with the inside of the body cavity. Replication test has been conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. If suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. It also has been found from the the mucous membrane is maintained in the sucked state for several seconds even after the suction operation is stopped, and the suction operation is not performed during the removal. Even if the tip cover is not cracked, mucosal damage can occur if the scope is removed immediately after the suction operation is stopped. The instructions for use states: ¿ never use the endoscope unless the distal cover is properly attached to the distal end. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. ¿ when the endoscope is repeatedly inserted into the body cavity, always confirm that the distal cover is attached properly before insertion. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. ¿ never use a distal cover with cracks or pinholes. Replace it with a new one. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the distal cover with cracks may cause patient injury due to sharp edges.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. Although it was reported that the detachment occurred while using the old design of the distal cover (maj-2315), the facility currently uses the new design of the distal cover (maj-2315). When asked to perform a demonstration of attaching the distal cover to the scope, it was observed by olympus that the user successfully performed the following: before attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. When attaching (when the distal cover passes over the hook of the distal ring), push the appropriate part of the distal cover to attach it in the correct direction. It was verified that the user pressed on top of the cover with his thumb appropriately. After attaching, check that the distal cover has passed over the hook of the distal ring. After attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. After attaching, check that the distal cover is firmly attached by gently pulling/twisting it. To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirms the correct operation method by contacting olympus or another expert within their facility. The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment. The facility uses care when attaching the distal cover, so that it does not crack. Although the above was confirmed, the facility does not carefully review and follow the instructions for use (IFU). Per the facility, when the incident occurred (detachment of distal cover) olympus was notified, and an in-service device training was conducted. Also, the facility contacts olympus when additional in-service training is needed. The following additional information was obtained during the interview: the facility educates all personnel who are involved with attaching the distal cover. Although the IFU manual is not used, verbal communication and hands-on training is conducted. The facility states verbal communication and hands-on training is easier to perform than educating with the IFU manual. Although it is easy to attach the distal cover, the facility states that the IFU manual is not difficult to read and understand. The medline adult bike block with a dental retention rim and adjustable elastic cloth strap (60 fr) is used. The sterilization packs are removed from the product carton, stored in a tray, and placed on a shelf in the storage room. A defect/damage has never been observed on the distal cover before attaching it to the endoscope.